Event description:
The physician reported premature battery depletion; the product had run at 2.4v and should not have "burned out" after two years implant duration. Additionally, no impedance readings were obtained because the ins could not be interrogated and the product was replaced.

Manufacturer narrative:
Final device analysis results show the epoxy bond (weld) is broken between the hybrid circuit and the battery terminal(s); both b- battery bond wires were lifted from the hybrid bond pad. Analysis results confirm the reason for device return, no output or telemetry was detected during product functional exam.